Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the reporter that at an unspecified date and time in the beginning of (B)(6) 2011, the subject meter was allegedly reading inaccurate high. The reporter stated that they manage the patient's diabetes with the insulin pump and reporter denied making any changes to the patient's normal diabetes management routine in response to the reported issue. The reporter informed the mss that "due to the meter reading inaccurately" they were "not able to give the patient the appropriate amount of medication causing the patient to produce a high amount of ketones, 4.7". On (B)(6) 2011 at 12:45pm, the reporter claimed to have taken the patient to the hospital where the patient reported blood glucose results of "530 mg/dl" with a lifescan meter and "420 mg/dl" on a surestep flex meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient "was hospitalized and was given IV glucose". At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.